Manufacturer narrative:
G4:15apr2021. B4:26apr2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel.the fse replaced the front bezel to resolve the reported issue. The device passed performance verification tests and was placed back into service. Parts were not received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The front bezel was returned for analysis. Failure investigation is not required. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 24feb2021 .

Event description:
It was reported to philips that the device had a navigational ring malfunction. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.